Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the (epg) had a broken ventricular connector , it was identified that both output connectors were broken. Analysis also identified that the keypad window was scratched, the lower case boss was cracked and one case screw was contaminated. The main printed circuit board was out of specification. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a ventricular connector broken. The epg was returned for analysis. No patient involvement.